Event description:
It was reported by service report that the head end jack could not pumped up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pump tube weldment, pump link weldment.